Manufacturer narrative:
Vyaire medical file identification: (B)(4).the service technician was able to duplicate the reported issue. Control test was performed and the result was failed. The pressure control buttons did not display on direct message when pressed. When "pressure support" was pressed the unit displays "pressure control" thus the membrane was creating a non conformance. The membrane should be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 2200 ventilator pressure support button does not operate properly, it triggers the pressure control button instead. At this time there was no information of patient involvement reported in this event.